Event description:
Customer reported an unexpected negative result when testing a patient sample with capture-r ready screen 3 (crrs 3) on the echo. The patient has a known anti-e. The sample was immediately re-tested on the echo and resulted as 3+ positive.

Manufacturer narrative:
Review of results files displayed the following: initial testing: negative with cells 1-3, cell 2 should have been positive, reaction image with cell 2 appeared weak positive with a fuzzy button and a small amount adherence in the background. Repeat testing: negative with cells 1 and 3, 2+ positive with cell 2. Reaction image appears the same as the reaction image for cell 2 with initial testing with the appearance of a fuzzy button and a small amount of adherence. This issue was communicated to customers in technical communication (B)(4) on (B)(6), 2009.